Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user called due to an issue with the insulin cartridge not sitting properly in the ilet device. Patient had changed out supplies and tried to insert the cartridge after correctly performing the rewind steps. Patient reported that the cartridge would not turn and when it was pulled out to try to reinsert, there was a perforation on the bottom of the cartridge with no leakage. Patient inserted a new cartridge which worked correctly. Patient reported that their blood glucose levels were not affected. No symptoms were reported and there was no non-medical outside assistance or medical intervention required. Patient stated this issue occurred previously which has been captured as a complaint accordingly.